Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed high pacing impedances and thresholds. The patient was scheduled for a revision procedure. While the patient was in the cath lab, the device was interrogated where it was found that the device was able to be reprogrammed with resolution of the clinical observations. A lead fracture was suspected. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently the device was explanted for an unrelated product issue. The device was returned for analysis.